Event description:
The bathlift was used by the customer in the tub. The bathlift operated correctly lowering into the tub by depressing the down button on the hand control. When required to rise up out of the tub through operation of the up button on the hand control, the bathlift would not operate. A written report of the incident was requested. To date, handicare have not received the report or the device for evaluation however, no injuries were reported during the initial call.